Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.a medical device type: jka. D.2.b common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd had not received samples or photos for evaluation. Therefore, 10 retention samples from bd inventory were visually inspected, and no damaged female luer adapters were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode damaged/cracked luer, bd has initiated further root cause investigation relating to this issue through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leaked from cracks in the luer of the device. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.